Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was intermittently switching off during a routine check up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d4(UDI), g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, cs100 not switching on. Checked the unit found solenoid driver pcb is defective ,need to replace the same for proper working of the unit. Replaced the solenoid driver pcb ,fault rectified .tested the unit for 3 hours. Found working ok. Handed over the unit for clinical use.

Event description:
N/a.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was intermittently switching off during a routine check up. There was no patient involvement.

Manufacturer narrative:
Corrected field: b5, e1 (event site telephone), h6 (medical device ¿ problem code, component codes). Updated field: b4, g3, g6, h2, h11.